Event description:
Related manufacturer reference number: 2017865-2023-95105. It was reported a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient was stable.

Event description:
New information received notes further post-paced t-wave oversensing (pptwos) was observed on the implantable cardioverter defibrillator (ICD). The patient was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. The patient was stable.